Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, customer's blood glucose level was impacted (400 mg/dl). The customers changed out the cartridge and infusion set to address the issue.